Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.

Event description:
It was reported that boston scientific technical services was contacted to evaluate this device's battery status. It was noted that the device was depleting normally, but exhibiting high atrial rate sensing which contributed to the increased power consumption. The following day, it was noted that this device had entered safety mode and a replacement procedure was scheduled. Exhaustive attempts were made for additional information regarding the explant, but was not received. At this time, the device remains implanted and no adverse patient consequences were reported.